Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The host pc failed. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up. The device was not in clinical use. The philips service engineer went on site and the problem comes from the power supply of the hard disk in the host pc of the system. Philips has started an investigation of the complaint.